Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. No image is displayed due to noise caused by damage to the circuit board near the video connector. The most probable cause of this complaint is likely due to a component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the image of the videoscope was not playing. There was no patient involvement.